Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. A transmitter was provided for evaluation. Product review did not confirm the reported event of pairing failure but confirmed connection loss for over 3 hours. The root cause was determined to be loss of connection. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.